Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is within specifications and works as intended. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with glare around headlights at night, one year post lasik. Additional information received states that the patient is using a topical brimonidine tartrate ophthalmic solution at dusk to help with glare. The patient states the drop is helping. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.